Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2009 concomitant medical products: catalog#: 00620105800 replacement locking ring for use with 58 mm shell, lot#: ni. Catalog#: 00801804001 femoral head sterile product do not resterilize 12/14 taper, lot#: ni. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01071, 0002648920-2021-00086.

Event description:
It was reported that the patient underwent a revision procedure approximately 12 years post implantation due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.